Event description:
It was reported that the unit was leaking. Patient involvement was unknown.

Manufacturer narrative:
One device was received for evaluation. The complaint was confirmed. During functional testing the device leaked from the water tank cover and enclosure. The cause was the water tank cover and enclosure were cracked. It was unknown what caused the cracks. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.